Manufacturer narrative:
The suspect device was not returned to carefusion and the customer has not requested an evaluation by carefusion personnel. The customer performed troubleshooting with the assistance of carefusion technical support. The customer was contacted to verify resolution of the issue was achieved and if a cause was determined, however, the additional information has not been provided. Any additional information received from the customer will be evaluated and a follow up report submitted if required. (B)(4).

Event description:
A customer reported to carefusion that their avea ventilator exhibited a peep (positive end expiratory pressure) discrepancy of 3-4 between the avea ventilator and their jet vent inline readings. The customer tested the ventilator and reproduced the problem; the peep was set at 9 but was reading 4 and a setting of 6 produced a reading of 1.7. The ventilator was in use on a patient when the issue occurred. No patient harm, associated with the event, was reported to carefusion.